Event description:
Additional information received there was no patient impact ¿ this is the second time I¿ve witnessed this happening but I¿ve been told it¿s an ongoing issue with these syringes. There was no patient harm. It appeared that the seal broke on the syringe ¿ the black stopper ¿ and it allowed blood to travel past the black stopper. Material #: 306592 batch#: 3297972 it was reported by customer that when flushing patients' dialysis line, blood passing plunger and exiting from back of syringe. Not tight enough seal on plunger. Makes blood and saline possible to pass plunger and exit syringe. Verbatim: complaint received via email(s) attached. Hello, we have received the below product problem report. Stevens ref# (B)(4) has been assigned to this issue. Upon completion, please provide a quality investigation letter detailing your findings. Please advise on next steps for quality investigation and customer resolution: ________________________________________ product problem report product information product code: 306592 product description: syringe sp posiflush 10ml saline fill bx/30 p20 lot/serial #: (B)(6) expiry date: 2025-10-31. Problem information when flushing patients dialysis line, blood passing plunger and exiting from back of syringe. Not tight enough seal on plunger. Makes blood and saline possible to pass plunger and exit syringe occurrences: 1 each reporter information reporter name: (B)(6) reporter position/department: hemodialysis reporter phone: (B)(6). Site information (B)(6). Sample information incident samples: 1 each representative samples: 0 no adverse event reported.

Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported blood passes the plunger and exits the back of the syringe. To aid in the investigation, one empty sample with no packaging flow wrap or tip cap was received for evaluation by our quality team. A visual inspection was performed and there is blood between the stopper ribs. No other defects or imperfections were observed. It could be possible the customer is not using the product as intended. After expelling the saline solution, the syringe should be disposed of and not used for any other purposes. A device history record review was completed for provided material number 306592, lot 3297972. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the sample analysis the symptom reported by the customer of leakage past stopper is confirmed.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #: 306592. Batch#: 3297972. It was reported by customer that when flushing patients' dialysis line, blood passing plunger and exiting from back of syringe. Not tight enough seal on plunger. Makes blood and saline possible to pass plunger and exit syringe. Verbatim: complaint received via email(s). Hello, we have received the below product problem report. Stevens ref# (B)(4) has been assigned to this issue. Upon completion, please provide a quality investigation letter detailing your findings. Please advise on next steps for quality investigation and customer resolution: product problem report. Product information. Product code: 306592. Product description: syringe sp posiflush 10ml saline fill bx/30 p20. Lot/serial #: (B)(4). Expiry date: 2025-10-31. Problem information. When flushing patients dialysis line, blood passing plunger and exiting from back of syringe. Not tight enough seal on plunger. Makes blood and saline possible to pass plunger and exit syringe. Occurrences: 1 each. Reporter information: (B)(6). Site information. (B)(6) . Sample information incident samples: 1 each. Representative samples: 0. No adverse event reported.